Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient with presyncope and dizziness presented to the emergency room and admitted. Device interrogation revealed episodes of noise resulting in inhibition of biv pulses. The patient was transferred to be cared for by his own ep. Review of the session records indicated that the noise may be from an emi source. No changes were made to the device. Patient was fine after the event.